Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure after capturing stones in the basket, the physician went to remove the device and the basket detached. The physician waited for the continuous flow of fluid to flush through the patient and then noted the stones had flushed out of the basket. The empty basket was then found hanging out of the patient¿s urethra; the physician pulled the basket out of the patient. It is unknown how the procedure was completed. There were no patient complications as a result of this event and the patient¿s condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Upon additional review of the complaint information, the priority of this event will be changed to malfunction from serious injury as no medical intervention was required during the procedure.

Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure after capturing stones in the basket, the physician went to remove the device and the basket detached. The physician waited for the continuous flow of fluid to flush through the patient and then noted the stones had flushed out of the basket. The empty basket was then found hanging out of the patient's urethra; the physician pulled the basket out of the patient. It is unknown how the procedure was completed. There were no patient complications as a result of this event and the patient¿s condition post procedure was fine. Attempts to obtain additional information were unsuccessful.